Event description:
An initial event notification was received by united therapeutics drug safety on(B)(6) 2026 from accredo specialty pharmacy, and forwarded to millyard advanced medical products, llc on (B)(6) 2026. It was reported that the patient's remunitypro pumps (serial numbers (B)(6) and (B)(6) were not functioning as expected; however, no further information was provided regarding a specific device issue. The patient was reportedly hospitalized at the time the event was reported. Replacement systems were sent to the patient from the specialty pharmacy. Information received from accredo specialty pharmacy on (B)(6) 2026 stated that the patient's hospitalization was not due to any device issue and was not prolonged due to the reported event. The patient was ultimately discharged on an unknown date.

Manufacturer narrative:
At this time, no components or additional information have been made available to millyard advanced medical products, llc for further evaluation.